Event description:
Pca pump set to infuse 5 mg bolus demerol every 10 min. Pt received complete 300 mg demerol over short period of time. Medications had to be given to reverse the adverse reactions of the overdose of demerol. Pca pump initially started on 9/21/93 after surgery.